Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: 2 week post op , worsening septic picture CT confirmed fluid collection and inflammation near anastomosis; what was the reason for the readmission: was not discharged; on what basis was the decision made to re-operate: worsening septic picture and CT scan findings; were there any issues with device performance in either procedure: nothing mentioned in the dictation.

Event description:
It was reported that following an open bowel resection procedure, the patient was re-admitted on (B)(6) 2016. Anastomosis had adhesions; the surgeon freed the adhesions, no evidence of active leak, and no active hole. No obvious leak, but there was inflammation, so possible to have a pin hole leak. Surgeon revised the anastomosis. Patient was returned to skilled nursing was stable. Note: patient returned with possible anastomosis leak. One device was discarded.